Event description:
It was reported stent damage occurred. A 3.50 x 48 synergy drug-eluting stent was being used when it was noted to be deformed. There was no harm to the patient. The procedure was successfully completed with a another of the same device without further issue or patient injury.